Event description:
It was reported that when the patient presented remotely through merlin.net transmission, two high ventricular rate (hvr) episodes were observed in egms. Review of egms noted that hvr episodes were caused by crosstalk which was inhibiting ventricular pacing intermittently. Device was reprogrammed. Patient was asymptomatic and will continue to be monitored.